Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer replaced the reagent on the system and reran qc for the ca method, which resulted out of range. The customer performed calibration, which failed. The customer stated that no issues were observed with reagent probe 1 or mixer 1. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the analyzer while running switching valve, and dilution and washing ran as expected. The cse checked lamp voltage, which was within acceptable range. The cse found a leak in the reagent dispensing pump 1 (rp1). The cse replaced rp1 seals and primed the system. The cse ran qc and confirmed that there were no more leaks. Qc was out for ca and another method. The cse performed recalibration, which did not pass. The cse obtained clock check errors on dilution probe. The cse flushed the probe and ran coefficient of variation check, which did not pass. The cse found ion selective electrode buffer loosely fitted which caused air slugs in the line. The cse replaced l-ring input displacement pump and the clot sensor assembly. The cse performed recalibration and ran qc, which were within range. The cause of the falsely low ca results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Falsely low calcium (ca) results were obtained on multiple patient samples on an advia 1800 instrument. The customer ran quality controls (qc) after the falsely low results were obtained, and both levels were out of range low. It is unknown if the falsely low ca results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely low ca results.